Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had observations of noise that was oversensed by the respiratory rate trend (rrt) sensor causing inappropriate mode switches. Review of the report found some in-range changes in pacing impedance from 500 to 900 ohms that might have contributed to the noise that the rrt was oversensing. It was noted that the patient was not atrial dependent. Technical services recommended to turn rrt feature off. No additional adverse patient effects were reported.